Event description:
It was reported the patient had an infection at the ipg pocket site. As such, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs system was removed. Reportedly, the site was cleansed and a pic line catheter was installed for IV antibiotic, for four weeks, three times a day.